Event description:
A report was received that a pt was scheduled to undergo a revision procedure to replace the ipg. The pt was having to change the ipg frequently and was experiencing uncomfortable stimulation at the pocket site. During the procedure, the physician replaced the pt's two ipgs with a single ipg. The physician also buried the pt's leads deeper as they were causing a lump on the pt's back. The pt is reportedly doing well following the procedure.